Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the losse header. Medical adhesive was still attached to the header, and was confirmed to be adequate. An x-ray revealed there were no breaks in the wires. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific crm received information that this device was being replaced as it had reached elective replacement indicator. While loosening the ventricular set sctews, the header snapped off. The header was held together by the header wires. No adverse patient effects were noted. It was mentioned that the patient had vague complaints of stinging in the shoulder, this could never be explained.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.